Event description:
Event rec'd via medwatch. Event description: dr was inserting a quad-lumen central venous catheter. The needle was inserted without problem, but when the dr pulled back on the syringe, an air bubble was present. The syringe was checked to see if it came loose from the inspection point. Everything appeared okay. The dr finished the procedure. Once the needle was pulled out, staff members inspected the needle, and there appeared to be a hairline crack. Upon further inspection, the needle broke off in the dr's hand. It was reported by the hosp that when they opened two kits, they noticed the needle hub was cracked. As a result, they were not used.

Manufacturer narrative:
F/u report will be filed if add'l info becomes available.